Event description:
Customer reported that "when attempting to use the pox (rad-57) in the delivery room for resuscitation of the baby, the pulse ox. Failed to function effectively and was unable to display values; proper placement and location confirmed, but did not resolve the issue."

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer. The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.